Manufacturer narrative:
The aligners are not being evaluated as the product performed in accordance to specs and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes the fact that the invisalign product caused or contributed to the pt symptoms. The pt indicated having an anaphylactic episode, visiting the ER and was prescribed an epipen (epinephrine injection). The treating doctor considers the event was serious and life threatening to the pt.

Event description:
The pt reported the symptoms of difficulty breathing and a swollen throat. The pt reported having an anaphylactic reaction and visiting the ER and being prescribed epipen (epinephrine injection) due to the reported symptoms. The treatment was discontinued on (B)(6) 2014 and the pt is currently back to normal. The treating doctor considers the event was serious and life threatening to the pt.